Event description:
The serial cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the serial cable was completed on 11/17/2014. The cause for the reported allegation is associated with the serial cable being pulled out of its strain relief. The cause for the damaged cable is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during the analysis. The physician reported that no patient's were affected and that the new serial cable resolved the problem.

Event description:
It was reported that the physician¿s serial cable for his handheld device was frayed and was not allowing the programming system to successfully perform interrogations. The serial cable appeared old and damaged due to aging. The frayed serial cable has not been returned to date.